Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was hospitalized for pegj replacement. On (B)(6) 2024, the patient underwent an endoscopy which revealed migration of the internal retention plate in the gastric wall and mucosal uplift around the internal retention plate. It was reported that the patient was diagnosed with buried bumper syndrome. The patient's peg tube was removed, and the patient did not receive new tubing due to mucosal ingrowth. It was reported that the duodopa therapy was suspended.